Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation; however, it has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during a tips procedure, the coil detached while advancing in catheter. The coil was replaced, and the procedure was completed successfully. There was no patient injury. The patient outcome was reported as fine.

Manufacturer narrative:
Additional information has been provided in d10, h3, h6 and h11. The device was received for evaluation. The reported complaint is confirmed. The investigation of the returned coil system found the implant stretched and broken at the distal section, entangled, and separated from the pusher with the monofilament exposed; however, no indication of activation using a detachment controller was found on the pusher heater coil. Further inspection found the proximal connector kinked at the joints. The exposed monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing forces that exceeded the tensile strength of the monofilament, causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched and broken implant, but the damage is consistent with the device experiencing retraction forces that exceeded the implant's yield and tensile strengths. The kinked proximal connector is consistent with the device experiencing forces that exceeded the pusher's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The results of the complaint investigation did not reveal any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances that would affect patient risk as defined in the risk management file. The complaint code and evaluation code are monitored through the trending process; corrective action is determined, as needed, through this process. No preventive, corrective or field safety corrective action is required. A review of the risk analysis documents was performed and the hazards associated with this device issue have been addressed.

Event description:
See h11